Event description:
8 patients developed post-op diffuse lamellar keratitis after lasik surgery. All patients were affected in both eyes with greater severity in the right eye. Several of the flaps were lifted and irrigated. No further information is available.